Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic assistant reported following the intraocular lens (iol) implantation found a dislocated lens bag complex with the iol sitting on the retina. As per the surgeon the dislocation was due to poor support which was due to patient anatomy. Additional medical or surgical interventions such as pars plana vitrectomy, yamane intrascleral haptic fixation of the iol, and limbal relaxation incisions were performed. The lens was removed and replaced with a non-company lens. The patient prognosis was good and the patient was not hospitalized for the event. There was no patient harm.